Event description:
Subject in a peak surgical retrospective tkr study received a transfusion of two (2) units of packed cells one day following total knee replacement surgery.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of peak clinical studies. Product was not available for evaluation because the complaint file was opened based on the retrospective review of the clinical study file. The lot number of the device was not provided so an investigation of the lot history record could not be performed.